Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer declined to load a new cartridge, choosing instead to monitor the device, with the assurance of contacting support again if further issues arise.